Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension latch was repaired during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 2800 system latch was broken on the right leg extension. No pt injury was reported.